Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately seven (7) months after placement due to peri-implantitis and trauma associated with soft reline material engaging the implant, causing loosening. This MDR is the third of three reports.